Event description:
Complainant alleged that during functional testing, the device was intermittently unable to select energy level. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.